Event description:
A healthcare facility in (B)(6) reported that an mr290vx vented autofeed humidification chamber was not filling water up to the chamber water line. It was further reported that water "would go up maybe half inch while other times the chamber would be dry". This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
Ps92455 method: the returned mr290vx chamber was visually inspected and performance tested by connecting to a water bag. Results: no physical damage was observed during visual inspection. When connected to a water bag, the chamber filled normally to about 6mm above the chamber base. Conclusion: our inspection revealed that such amount of water inside the chamber dome is sufficient for a chamber to function normally. Our user instructions that accompany the mr290 state the following: "ensure there is a water supply connected to the chamber and that water is present within the chamber".

Event description:
A healthcare facility in (B)(6) reported that an mr290vx vented autofeed humidification chamber was not filling water up to the chamber water line. It was further reported that water "would go up maybe half inch while other times the chamber would be dry." This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.